Event description:
It was reported that the guide wire separated at the hypotube core. No pt injury was reported. This MDR is being reported based on the clinical review of the event indicating that there was a potential for pt injury.